Manufacturer narrative:
Update: the patient was revised to address the liner disassociation from the shell. It was reported the patient twisted her leg and felt a pop. Examination of the returned femoral head, poly liner, and acetabular cup finds evidence to confirm the reported disassociation of the liner from the cup in vivo. A search of the complaints databases against the femoral head and cup product/lot code combinations finds no other reports. The search was not possible against the liner as the product/lot code was not provided. No patient demographics, x-rays, or medical records were provided. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Monitor via (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Follow-up with the complainant has been conducted for the lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was refered to surgeon due to audible hip squeaking. Patient stated she was in garden and twisted leg and felt a pop, hip began to squeak immediately. Surgeon has video of patient walking with audible squeak. Patient states no pain. This began approximately 3 years post initial total hip arthroplasty. The patient will be revised in the next few weeks. Update: the patient was revised to address the liner disassociation from the shell.

Manufacturer narrative:
Update: the patient was revised to address the liner disassociation from the shell. It was reported the patient twisted her leg and felt a pop. Examination of the returned femoral head, poly liner, and acetabular cup finds evidence to confirm the reported disassociation of the liner from the cup in vivo. A search of the complaints databases against the femoral head and cup product/lot code combinations finds no other reports. The search was not possible against the liner as the lot code was not provided. No patient demographics, x-rays, or medical records were provided. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Monitor via sep-419. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.